Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. While troubleshooting for no delivery, the customer had a low reading of 40 mg/dl and 50 mg/dl. The customer's diabetic educator tweaked her settings and she treated and suspended the pump. The customer declined to troubleshoot for high readings. The customer treated with a bolus from the pump.